Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a pocket revision due to unsatisfactory appearance and a possible hematoma. It was noted that alerts had triggered during the procedure. The alerts were cleared following the procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported the implantable cardioverter defibrillator (ICD) had been protruding from the patient's chest. Swelling and pain were reported by the patient. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.